Event description:
Customer reported that intermittently there would be no image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the camera cables. System operates as intended.